Manufacturer narrative:
The pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The pump was received with broken battery tube threads. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. It was reported that the reservoir compartment was cracked. The customer's blood glucose level was reported to be 129.6mg/dl. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.